Event description:
The facility representative reported a broken door found during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no patient injury or medical intervention. No additional information was available.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the device and found that the door was broken at the top and bottom hinge. The reported condition of the broken door was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.